Manufacturer narrative:
Additional information: the complaint details provided indicate that the stent dislodged off the balloon upon insertion through the introducer sheath. The introducer sheath used in this case was not returned. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing (when the stent is crimped on to the folded balloon the stent frame leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the stent was properly crimped on to the balloon). The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. The introducer sheath used in the case was not returned therefore it could not be inspected for damage or kinking. The inner diameter of the introducer sheath would have also been inspected to ensure it was in range of the crimped stent diameter. A full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following. Ability of the stent and delivery system to be passed through the labeled introducer sheath; ability to deploy the stent at nominal pressure (8atm); ability to withdraw the deflated balloon catheter back through the labeled introducer sheath; ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures; balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm); manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. All samples passed through the introducer sheath without any stent dislodgments. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question.

Event description:
The stent dislodged off the catheter when inserted into a 6 fr cook ansel sheath over an 0.035 wire. The stent was retrieved and no adverse effects to the patient.

Manufacturer narrative:
On completion of the investigaiton a follow up report will be submitted.